Event description:
The patient reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. A second capsule was placed which sloughed off prematurely. See manufacturer report 2032545-2007-02860.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent. The patient is contraindicated under the "bleeding diathesis" heading in the labeling.